Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports explanting an akreos adapt ao intraocular lens three yrs post-operatively due to lens opacification. The lens was replaced with a different iol, and the pt was prescribed oral and topical steroids.